Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva ID 200 laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2021. Reportedly, the laser unit used was a lumenis p120 laser console with laser settings 0.5 joules and 80hertz. During the procedure, the laser was connected and recognized by the laser console, but upon pressing down the foot pedal the laser fiber connector made a crackling sound and did not fire laser energy to the stone. The connector was hot to touch, but no visible damage was noted to the connector. The procedure was completed with another flexiva ID 200 laser fiber. There was no adverse event or patient complications reported as a result of this event.